Event description:
The customer reported vacuum system timeout. While repairing the unit, the asp field service engineer found oil mist coming from the unit. Attempted to f/u with the customer regarding potential physical issues but the customer was not available. The asp field service engineer repaired the unit.

Manufacturer narrative:
(B)(4).